Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms. The impedance measurements have steadily increased over the past year from 764 ohms to 940 ohms. The rv pacing threshold measurements have also increased. Sensing was still good with measured r-waves at 17.4 millivolts (mv). A physician believed that the rv lead was going to fracture and has elected to program the tachy therapy off. The patient is not pacer dependent. The patient will continue to be monitored through the remote monitoring system. Additional information was unable to be obtained. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.